Event description:
It was reported the patient's device was revised due a fractured lead. The fractured lead was replaced on (B)(6) 2012, the same date the patient received a second device. No patient outcome was reported. If additional information becomes available, a follow-up report will be sent.

Event description:
Follow up information was received from the hcp that reported that both of the patient's leads were replaced due to high impedances on (B)(4), 2012. However, the manufacturer's device record shows that two leads were added to the patient on that date, rather than replaced. The hcp is continuing to work with the patient to achieve effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Implanted: 2011 (B)(6), explanted: unk, lead model 3037, lot# unk, serial# (B)(4), implanted: unk, explanted: unk.